Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on (B)(6) 2025. The catheter broke during advancement. The wire was still in place when the catheter separated; the imaging was checked. It is unknown if the patient had any tortuous or difficult anatomy; however, it was stated that "these patients often have tough anatomy due to the nature of the disease".

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation: it was reported that the tip of the 5 french black catheters included in a liver access and biopsy set separated inside of an unknown patient during a transjugular liver biopsy. During advancement of the liver access set into the right hepatic vein, the tip of the 5 french black catheter "broke off" inside of the patient. The wire was still in place when the catheter separated; the imaging was checked. The separated portion travelled to the pulmonary artery and was retrieved via a snare through a groin puncture. The tip was successfully removed from the patient, and no unintended portion of the device remained inside the patient. It is unknown if the patient had any tortuous or difficult anatomy; however, it was stated that "these patients often have tough anatomy due to the nature of the disease". As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the instructions for use (IFU) and quality control procedures for the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record was unable to be completed due to a lack of lot information. An expanded sales search for this customer was unable to identify the complaint lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The product IFU, [t_labs_rev7] ¿liver access and biopsy set,¿ provides the following information to the user related to the reported failure mode: ¿how supplied: supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, no returned device, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. It is possible that patient anatomy contributed to the separation. However, cook cannot confirm this without additional information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4: PMA/510(k) #: preamendment. H3: device evaluated by mfg? Device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the tip of the 5 french black catheter included in a liver access and biopsy set separated inside of an unknown patient. After placement of the liver access set into the right hepatic vein during a transjugular liver biopsy, the tip of the 5 french black catheter "broke off" inside of the patient. The separated portion travelled to the pulmonary artery and was retrieved via a snare through a groin puncture. The tip was successfully removed from the patient, and no unintended portion of the device remained inside the patient. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.